Event description:
Company's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on pts. Hosp reported that during a case, the pt was draped, an alarm went off indicating a leak in the systems. They found that the circuit had disconnected at the y-piece to bushing connection. The limb was immediately reattached and the case continued. Reported no harm to the pt.